Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for rv auto threshold detected as greater than programmed amplitude or suspended and was unable to obtain a threshold measurement the prior three days. It was then observed that a lead safety switch had previously occurred due to impedance measurements of greater than 2000 ohms. There were episodes of rv noise and oversensing; however, the patient was not rv pacing dependent and did not report any symptoms. The patient was scheduled for a clinic follow up in the future. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for rv auto threshold detected as greater than programmed amplitude or suspended and was unable to obtain a threshold measurement the prior three days. It was then observed that a lead safety switch had previously occurred due to impedance measurements of greater than 2000 ohms. There were episodes of rv noise and oversensing; however, the patient was not rv pacing dependent and did not report any symptoms. The patient was scheduled for a clinic follow up in the future. The lead remains in service. Additional information was received which reported that the rv impedance had gradually increased over the prior 12 months. The patient was less than one percent paced in the rv since the previous follow up. The rv lead was reprogrammed to unipolar pace/bipolar sense and the rv outputs were increased. No adverse patient effects were reported. The lead remains in service.